Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. The lead was returned in two segments. Both segments were confirmed to be electrically continuous. As a result, the clinical observations could not be confirmed.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this patient presented to the hospital with weakness and lack of energy. Upon review, impedance measurements greater than 1,000 ohms, loss of capture and a lead fracture were noted. Attempts to explant the lead were unsuccessful. As a result, the lead was surgically abandoned. No adverse patient effects were reported.